Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Section d4 serial number was corrected. H6. Medical device problem code a25 was determined to be no longer applicable and has been corrected to a01 pdi/bradycardia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: an impella cp device was inserted into the right axillary/subclavian artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon explant of the impella cp, the patient became bradycardic and required a temporary pacemaker. The physician attributed the bradycardia to the patient's recent st-elevation myocardial infarction (stemi). The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.4l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.

Event description:
Updated clinical narrative: an impella cp device was inserted into the right axillary/subclavian artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon explant of the impella cp, the patient became bradycardic and required a temporary pacemaker. The physician attributed the bradycardia to the patient's recent st-elevation myocardial infarction (stemi). The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.4l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.